Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device had a red x on the display with an equipment disabled message. There was no patient involvement.